Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. No button error alarm and time clock anomaly noted. During testing. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no low battery alert, audio/beep anomaly and frozen screen noted. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, stained address/serial number label and minor scratches on display window noted.

Event description:
The customer reported via phone call that the reservoir had a vibrate anomaly and had keypad anomaly. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.